Manufacturer narrative:
The patient reported experiencing oxygen desaturation to 70% at night when sleeping using the life 2000 device with full face mask and oxygen bleed and that the patient is hospitalized due to co2 retention, which the patient contributes to the use of the device. It was also reported that the patient quickly recovers to normal levels when switched to nasal canula. The patient's relevant medical history includes previous hospitalization of co2 retention (unrelated to life 2000 device use), chronic hypoxic and hypercarbic respiratory insufficiency, pulmonary emphysema, severe copd with dynamic airway collapse and multiple lung nodules. Follow up notes that additional training of the device and additional therapy delivery accessories (mask) with the patient were performed and that the patient will be continuing use of the life 2000 device using a nasal interface instead of full face mask. The life 2000 device is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device supports spontaneous breathing for patients unable to drive their own respirations and can be delivered via nasal pillows, face mask, or et tube. Inspection of the device by a hillrom technician found the device to be working as designed. The inspection notes the following: the ventilator performed as intended, the compressor also performed as intended. There is no evidence that the ventilator and the compressor contributed to the alleged injury. No malfunction was found. Oxygen desaturation is a below-normal level of oxygen in the blood and can cause symptoms such as restlessness, confusion, shortness of breath, headache, and in serious cases can interfere with heart and brain function. Normal pulse oximeter readings range from 94 to 100 percent. Value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, hypercarbic respiratory failure, emphysema, asthma, or other respiratory disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event the cause of the issue (co2 retention and desaturation) is unknown and end user related handling issues cannot be excluded. Although the reported co2 retention and oxygen desaturation is likely due to the patient's underlying pathology and not the use of the life 2000 device, as the patient has a relevant medical history which includes multiple pulmonary disorders as well as previous hospitalization for co2 retention unrelated to the use of the life 2000 device. Additionally the life 2000 device was found to be working as intended with no evidence that the use of the device caused or contributed to the reported issue. However, carbon dioxide retention / oxygen desaturation of 70% is considered a reportable serious injury. Based on this information, no further action is required.

Event description:
The patient reported experiencing oxygen desaturation to 70% at night when sleeping using the life 2000 device with full face mask and oxygen bleed and that the patient is hospitalized due to co2 retention, which the patient contributes to the use of the device. It was also reported that the patient quickly recovers to normal levels when switched to nasal canula. The patient's relevant medical history includes previous hospitalization of co2 retention (unrelated to life 2000 device use), chronic hypoxic and hypercarbic respiratory insufficiency, pulmonary emphysema, severe copd with dynamic airway collapse and multiple lung nodules. This report was filed in our complaint handling system as complaint #(B)(4).